Event description:
It was reported to philips that the image processing computer (ippc) failed to store the images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the image processing computer (ippc) failed to store the images. Review of the system log files showed a malfunctioning "image disk 1" in the ip-pc. Fse found the actual cause of the issue was sata bridge and hdds in ippc. Fse rebuild ippc with direct connection of hdds to motherboard instead of sata bridge and replaced hard disk. After that system was working fine. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.